Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect battery has been received by the manufacturer for evaluation. The reported issue was confirmed as the battery cartridge was installed in a uninterruptible power supply (ups) system and charged for atleast 6 hours. Load test was performed and failed. Battery cartridge not holding charge.

Event description:
A site representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system was not holding a charge. There was no patient present at the time of the issue.

Manufacturer narrative:
Following replacement of the uninterruptible power supply (ups), a medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Inadvertently filed sequence number 1 with incorrect aware date. Should have been reported as (B)(6)2018.